Event description:
It was reported that e.r. Personnel were attempting to administer medications via the extension set in a pt in cardiac arrest. Leakage was noted from the extension set. A second extension set had to be started and this led to a delay in treatment. This delay occurred just before the pt expired. Medical personnel associated with this event do not feel that this delay in treatment caused by the leaking extension set contributed to the pt's death.

Event description:
It was reported that emergency room personnel were attempting to administer medications via the extension set in a pt in cardiac arrest. Leakage was noted from the extension set. A second extension set had to be started and this led to a delay in treatment. This delay occurred just before the pt expired. Medical personnel associated with this event did not feel that this delay in treatment caused by the leaking exstension set contributed to the pt's death.